Event description:
It was reported that during a coronary stenting treatment procedure, a balloon deflation issue occurred. The target lesion was located in the innominate artery. A 10.0x30x75cm express ld stent was successful deployed at the target lesion at 10 atms. However, the balloon would not deflate. Attempts to deflate the balloon were unsuccessfully. Eventually, a needle stick was performed to deflate the balloon. No additional actions were necessary as the procedure was completed with this device. No patient complications were reported and the patient's status is fine. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a balloon deflation issue occurred. The target lesion was located in the innominate artery. A 10.0x30x75cm express ld stent was successful deployed at the target lesion at 10 atms. However, the balloon would not deflate. Attempts to deflate the balloon were unsuccessful. Eventually, a needle stick was performed to deflate the balloon. No additional actions were necessary as the procedure was completed with this device. No patient complications were reported and the patient's status is fine. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device revealed no damage to shaft of the device. The balloon was not fully wrapped or folded around shaft of the device. However, the balloon was deflated and there was blood present and solidified contrast media present within the device. The device could not be inflated due to the solidified contrast media. The device was soaked in warm water however it could still not be inflated due to the solidified contrast media. The balloon was removed to examine the balloon lumen/fingers for signs of blockage. The lapweld finger length was examined and found to meet length specification. The fingers had some levels of thin material above and around the lumen. There was no glue or other materials blocking the lumen. The inflation hub of the device was examined and no issue were noted. The analysis could not determine the cause of the balloon deflation issue. There was a large amount of solidified contrast media in the device, the concentration of which may have influenced the deflation time of the device, however this cannot be confirmed. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).